Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. (B)(4).

Event description:
It was reported via medwatch report, "patient had a PICC line placed. Follow up x-ray confirmed that patient had 3mm of guidewire retained in right lung."